Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, posterior side strut compression by the l3-4 vertebral body with broken strut. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Posterior side strut compression and broken strut were also reported. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from perforation, posterior side strut compression by the l3-4 vertebral body with broken strut and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of cirrhosis of the liver, pulmonary embolism, chronic renal insufficiency, ascites, peptic ulcer disease, diverticulosis, pancreatitis, hypertension and possible thrombophilia syndrome. After the filter was implanted a paracentesis was done and sent for analysis. Analysis of the ascitic fluid found inflammatory cells, histiocytes and reactive mesothelioma cells. Negative for malignant cells. The patient was discharged three days later.  Additional information received per the radiological report indicates that the filter was at the l2-l3 to mid l4 interspace. Migration is possible based on the study provided. There was no significant tilt indicated. A grade 1 perforation was evident. A posterior strut was compressed by the l3-l4 vertebral body with the indication of a probable broken strut. This report was based on a computed tomography (CT) scan that was done approximately ten years and two months after the index procedure. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, migration of fractured strut and perforation of filter strut outside the inferior vena cava (ivc). The patient became aware of the reported events approximately ten years and two months after the index procedure. The patient also experienced body pain and mental anguish.

Manufacturer narrative:
After further review of additional information received. As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, physical and emotional damages from perforation, posterior side strut compression by the l3-4 vertebral body with broken strut and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Additional information received per the medical records indicate that the patient has a history of cirrhosis of the liver, pulmonary embolism, chronic renal insufficiency, ascites, peptic ulcer disease, diverticulosis, pancreatitis, hypertension and possible thrombophilia syndrome. After the filter was implanted a paracentesis was done and sent for analysis. Analysis of the ascitic fluid found inflammatory cells, histiocytes and reactive mesothelioma cells. Negative for malignant cells. The patient was discharged three days later. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, migration of fractured strut and perforation of filter strut outside the inferior vena cava (ivc). The patient became aware of the reported events approximately ten years and two months after the index procedure. The patient also experienced body pain and mental anguish. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-fractured - in patient, filter-migration, inferior vena cava perforation, pain and anxiety¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported events. According to the IFU, which is not intended as a mitigation of risk, ¿warning: filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism. Retrieval of the cordis optease® retrievable filter with a filter fracture present may result in complications.¿ additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review, the reported tilt, perforation and migration could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. It is unknown whether the tilt contributed to the reported perforation. Filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint, the reported pain experience by the patient could not be confirmed and the exact cause could not be determined. A lot number was not provided so a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly. Section d6a: the corrected implant date is (B)(6) 2009.